Manufacturer narrative:
H6 investigation summary: this complaint is for misidentification of e. Coli as e. Cloacae when using phoenix panel nmic/ID-307 (449289) batch number 2207533. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type optimum performance comes from using fresh 18¿24-hour, well-isolated colonies ensure proper, sufficient inoculum density allow bubbles to dissipate after vortexing properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards use swabs with minimal fiber shed make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode) volume of ID broth should be visually assessed for any obvious low fills ensure proper incubation temperature and environment use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint) handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors thank you again for contacting bd and please continue to communicate any further concerns.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification occur during use. The following information was provided by the initial reporter: "customer reports two instances of misidentification when using 449289, lot #2207533. The organism resulted by the phoenix system was e. Cloacae, when it was resulted as e. Coli by the maldi system. Hazard, injury or erroneous results details did erroneous results occur? Yes if yes detailed erroneous results (include # of errors and type): patient sample/test 1. What result did the customer obtain from the bd product? Phoenix system reported e. Cloacae when maldi resulted the organism as e. Coli 2. What result was the customer expecting to obtain (if different from the obtained result) expected result was to be e. Coli 3. Was this a qc, validation, or proficiency test? Patient sample/test 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N/a"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that panel phoenix nmic/ID-307 misidentification occur during use. The following information was provided by the initial reporter: "customer reports two instances of misidentification when using 449289, lot #2207533. The organism resulted by the phoenix system was e. Cloacae, when it was resulted as e. Coli by the maldi system. Hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): patient sample/test 1. What result did the customer obtain from the bd product? Phoenix system reported e. Cloacae when maldi resulted the organism as e. Coli 2. What result was the customer expecting to obtain (if different from the obtained result) expected result was to be e. Coli 3. Was this a qc, validation, or proficiency test? Patient sample/test 4. Was patient treatment changed as a consequence of the issue with results? No 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? N/a".